Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that the external pulse generator (epg) showed output below the specification. The epg will be returned. There was no patient involvement.